Manufacturer narrative:
Correction: product event summary - the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode was covered with body tissue, fibrotic growth. It was visually noted that the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, it was observed under fluoroscopy during several attempts that the helix was unable to be extended. Therefore the rv lead was removed and the helix attempted to be extended, however without success. The rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.